Event description:
It was reported that the patient needed invasive arterial blood pressure monitoring during surgery. But the blood pressure could not be measured, and after replacing it with a new one, it could be measured normally.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.